Event description:
It was reported that during a colon resection procedure, it was observed that the device could not be fired. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 06/04/2025 d4: batch # 987a84 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ecr60d reload was received for analysis and reload body was noted to be damaged. The left side outer row partially fired 1/3, and the left two inner rows partially fired 1/4, the right side outer row fully fired, and the right two inner rows partially fired 1/2 with the reload pan bent and partially dislodged from the left proximal side. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The damage to the one-piece sled has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device ecr60d with lot number 255c60; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 987a84, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.